Manufacturer narrative:
Device is a combination product. A promus element plus,mr,ous 2.25x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08nov2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 65% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25x24 mm promus element plus drug-eluting stent was advanced for treatment, but was unable to cross the lesion. The device was removed and the procedure was completed with a non-bsc stent. There were no patient complications reported and the patient condition was stable. However, returned device analysis revealed a stent damage.